Manufacturer narrative:
.

Event description:
Reported by the complainant as follows... The ICU clinical nurse mgr reported the pt was admitted to the ICU last week (week of (B) (6) 2010) with rectal bleeding. The fms had been inserted on another unit for unk length of time and unk reason. The fms was removed due to unk amount of rectal bleeding. A physician examined the pt and reported a rectal ulcer of unk dimension. No info is available about the pt; when fms was inserted; why it was inserted; how long it remained in place or current condition of the pt.